Manufacturer narrative:
Per the field service representative (fsr) the user facility's perfusionist had reset the oxygen (o2) percentage hours and proceeded with the procedure. The o2 sensor was discarded after the procedure. The fsr replaced the o2 sensor. The electronic patient gas system (epgs) operated to the manufacturer's specifications.

Manufacturer narrative:
Per the user facility's biomedical engineer, when the machine was turned on, it beeped and showed o2 sensor failure error code. Calibration was attempted twice but failed both times.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a calibration error of the oxygen (o2) sensor. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.